Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction: describe event or problem. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe pump had an over infusion of ketamine. The intended infusion rate of ketamine was 15mcg/kg/min. Following event, the clinician reportedly tested a syringe of saline (without connecting to a patient) and the device was noted to have administered 1 ml more than what was set. The customer's biomedical engineering department reportedly could not duplicate the issue. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0509 - physical resistance/sticking (2578/1597), a0401 - break (1069), g03012 - sensor, g0301204 - pressure sensor, c23 - usage problem identified, c0702 - friction problem identified, d11 - cause traced to user. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a, g, c codes and manufacturer narrative. Investigation summary: although the complaint of over infusion was not reproduced during laboratory testing, inspection of the syringe module identified a bent drive are which could result in accuracy issues. Laboratory testing found the device to be operating within specification. External and internal inspection of the device showed a slight curve to the drivetrain resulting in contact friction. Review of the pcu event log showed the events for the reported event date have been overwritten due to continued use. Therefore, some programming parameters such as patient weight, dose, drugid and profile could not be confirmed. Review of the syringe module event log showed, on (B)(6) 2023 at 12:52 pm, the syringe module successfully completed a programmed infusion of a bd50 syringe (available volume= 49.5896 ml) of an unknown medication (reported as ketamine) at a rate of 10.728 ml/hr (vtbi= 38.272 ml). At the time of infusion completion, the user programmed an additional volume of 10.728 ml to infuse at a rate of 10.728 ml/hr; however, the syringe module was channeled off for unknown reasons almost three (3) minutes later. At 1:18 pm, the syringe module was selected and programmed using a bd50 syringe (available volume= 6.9247 ml) of an unknown medication (reported as ketamine) to infuse at a rate of 10.71 ml/hr (vtbi= 6 ml). However, the syringe module was channeled off for unknown reasons at 1:30 pm. Between 1:30 pm and 200 pm, the syringe module restored the infusion two (2) times at a rate of 10.71 ml/hr but channeled off the syringe module prior to completion each time. At 2:55 pm, the syringe module was channeled off. Review of the logs could not determine the volume in the syringe at the end of infusion. Review of the pcu error log showed no errors were recorded on the reported event date. Use of unapproved syringes can cause improper instrument operation, inaccurate fluid delivery or pressure sensing, or other potential hazards. Selection of an incorrect syringe may result in inaccurate volume calculations. Inspection and testing of the event syringe and administration set could not be performed because they were not returned for investigation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of over infusion was not definitively identified. Laboratory testing for accuracy found the device to be operating within specification. Note that imdrf annex a040601, a1801, c07, c0601, d15, g02017, g04061 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe pump had an over infusion of ketamine. The intended infusion rate of ketamine was 15mcg/kg/min. Following event, the clinician reportedly tested a syringe of saline (without connecting to a patient) and the device was noted to have administered 1 ml more than what was set. The customer's biomedical engineering department reportedly could not duplicate the issue. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump had an over infusion of ketamine. Following event, clinician tested a syringe of saline without a patient, device noted to administer 1 ml more than what was set. Customer's biomedical engineering department could not duplicate the issue. There was patient involvement but no harm.